Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was also received with a minor scratched liquid crystal display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor errors 4 times during training. The customer's blood glucose was 283 mg/dl. The customer did not observe any significant events leading to the alarms, stating that the device was brand new. She stated that she also had gone through about 3 reservoir and infusion sets. She stated that the insulin pump would rewind fine, but she was unable to get the settings from the insulin pump. The customer was unable to complete the rewind sequence. She stated that she was stuck in the priming screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.